Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india, there was the possibility that the reported phenomenon was attributed to the wear failure of the parts on the cm substrate which controls the front panel because more than 5 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during an unspecified procedure, all indicators on the front panel of the subject device blinked, and the subject device could not start up. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. The service department of the olympus medical systems (B)(4) checked the subject device and found that all indicators on the front panel lit up and/or blinked due to the failure of the printed circuit board.